Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of 2.39 iu/l. The sample was repeated twice, resulting in values of 2867 iu/l with a data flag and 2887 iu/l with a data flag. The hcg+beta reagent lot number was 643770. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The reagent expiration date was (B)(6) 2023. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was excluded as this was an isolated non-reproducible result.